Event description:
On (B)(6) 2011, the pt was treated with the gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. After a trunk-ipsilateral leg was successfully placed, an 18 fr gore introducer sheath was advanced to the contralateral gate; however, the top of the sheath got stuck on the edge of the gate. After significant manipulation of the sheath, the physician was finally able to pass it through the contralateral gate and the contralateral leg component was successfully deployed. Final angiogram revealed that both renal arteries were obstructed by the trunk-ipsilateral leg. There was still some flow into the renal arteries so the physician decided to monitor the pt. That night, the pt developed the disorder of urination. The physician performed CT and found a trunk-ipsilateral leg covered both renal arteries and a palmaz metallic stent was implanted into each renal artery. Both flows were restored and the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use states: "do not continue advancing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance."